Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer initially reported complaint for e-5 error code. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using truemetrix meter. The customer is concerned with tests result of hi and high results of 272, 249, 263 and 566 mg/dl. Customer was unsure if results of 272, 249, 263 and 566 mg/dl were performed fasting or non-fasting. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer did not recall when she initially opened test strip vial lot # mv2737, expiration date of 06/30/2019. Customer had opened new vial of strips, lot # mv3102s, expiration date of 07/19/2020, for back to back on call. The product is stored according to specification in the living room. The meter memory was reviewed for previous test result history: (B)(6).